Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) on 2017-05-22. The rep reported that the cause of the shocking was never determined. The rep reported that after talking with the technical services department, it was speculated that the shocking was the result of the battery nearing end of life. The rep reported that no additional troubleshooting had been performed or will be at this time. The rep reported that the patient was currently without a managing pain physician. The rep reported that no actions or interventions were performed. No further complications were reported.

Event description:
The manufacturer representative reported that the patient told them he had an intermittent shocking sensation in his lower back where he feels the paresthesia. The representative reported that the shocking sensation was with movement and positional changes. An impedance measurement found that impedances were within normal limits. The indication for use was failed back syndrome other.